Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on stomach during a laparoscopic gastrointestinal stromal tumors surgery, the device was stuck and unable to fire at first stapling. The surgeon was able to press the green button and squeeze the handle. The same reload was able to use with a new handle to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.